Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: obturator tip broke but did not break off ie remained in one piece. The tip broke halfway within the abdominal wall whilst entering - bent tip was visualized laparoscopically hence removed. Surgeon removed damaged trocar and replaced with metal trocar. Product is available for return. Intervention: surgeon removed damaged trocar and replaced with metal trocar. Patient status: no adverse event reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The clear fragment was identified to be a portion of the obturator tip. Based on the condition of the returned unit, it is likely that the reported event was due to excessive force exerted on the unit during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic appendectomy event description: obturator tip broke but did not break off ie remained in one piece. The tip broke halfway within the abdominal wall whilst entering - bent tip was visualized laparoscopically hence removed. Surgeon removed damaged trocar and replaced with metal trocar. Product is available for return. Additional information received via email 18apr2022 from applied medical representative: one cannula was inserted using the obturator prior to the incident. The break was not considered to be a clean break. The break was jagged, cracked. The trocar was inserted rotating clockwise - rotation was difficult at suprapubic port as the abdominal wall had laxity. Another instrument was used to counter pressure. The surgeon has done this maneuver over 20 times and only this time the obturator became jagged. There was difficulty during insertion. The case was not robotic. Intervention: surgeon removed damaged trocar and replaced with metal trocar. Patient status: no adverse event reported.